Event description:
It was reported that the pt had been recently revised and there was concern about the pt because there had not been a bed drilled at the revision surgery. Testing was repeated numerous times and revealed that the device had malfunctioned. It was recommended that the channels with high impedance be turned off (consistent and intermittent) leaving 5 channels active. The audiologist was counseled regarding device function. Further testing the next mo, showed that 10 of the 12 electrodes now had high impedance.